Event description:
It was reported PICC split in two sections. The rupture occurred under the patient's skin near the puncture site.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter was confirmed and was determined to be use related. The product returned for evaluation was one 3 fr sl groshong nxt catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a break was observed in the catheter tubing between the 32 cm and 33 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. An additional tear was found between the 26 cm and 27 cm depth markers. The tear had material missing which is indicative of instrument damage. Based on the event description, it is likely that this damage was caused during removal of the catheter by the clinician. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On 3/12/2025 additional information: it was reported the patient was diagnosed with tlymphoblastic leukemia/acute t-lymphoblastic leukemia on (B)(6) 2024 and was given chemotherapy with the cccg-all-2020-t-all regimen on (B)(6) 2024. PICC catheterization was performed via the right side of the vital vein under general anesthesia and sedation and ultrasound guidance on (B)(6) 2024 the length of the catheter placed was 33cm. (B)(6) 2025 the pediatric patient returned to the hospital for chemotherapy, the nurse complied with the doctors orders through the PICC tube to give dazolam group liquid 3.9mg intravenous push line sedation, the use of pre-filled saline 10ml before injection back to the PICC catheter without blood, the patient complained of pain at the puncture port, swelling is obvious, immediately suspend the use of the PICC, to pass the postoperative bedside again to assess the function of the catheter, after uncovering the dressings PICC connector directly out of the exposed scale point of 31cm, distance from the puncture port of 2cm, to assess the in vivo disconnection of the tube 31cm. 31cm. The patient was immediately transferred to the interventional department for emergency surgery and is currently hospitalized under observation.